Event description:
The rep reported the device was used during a laparoscopic procedure. It was reported when using the 511sd the seal fell out into the pt's abdomen. The piece was retrieved and the case completed. There was no consequence to the pt. 05/29/1998 contact person gave the name of the procedure.